Event description:
While post dilating a stent a dissection resulted which necessitated surgical intervention. However, it was also at that time the marker was off-center. The physician reported that he did not believe that the dissection was related to the marker misalignment. This report is being filed due to the dissection which required surgical intervention.